Event description:
It was rpeorted that the bottom jaw fell off duing surgery. The doctor was performing a rotator cuff repair and the bird beak bottom jaw broke off ehile penetrating the tissue to pass the suture. The broken tip was found rather quickly. There was not a significant extension of surgery time and no extra anesthesia was required. There were no rpeorted injuries or post-surgery reactions.